Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced low blood glucose of 53mg/dl. Customer¿s mother declined troubleshoot for low blood glucose. Customer¿s other mother stated that they got alert for change sensor with sensor updating. Customer did not receive a change sensor alert after a calibration not accepted. Sensor will be return for analysis but insulin pump will not be return for analysis.